Event description:
It was reported the patient's right lead had migrated. The issue was confirmed via x-rays. Surgery took place on (B)(6) 2022 where the lead was revised.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), batch: ab2311.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.